Manufacturer narrative:
Device evaluated by manufacturer - the device has a kink at 14mm from the tip while in the neutral position between ring 1 and 2. The ring #1 and 2 has broken adhesive and fluids under them. In addition, the shaft is ripped at 15mm from the tip and the center support and one wire are protruding out the shaft. The steering knob and the tension control knob functioned properly on both lock and unlock positions. Curve test revealed that both curves are not placed in the template shaded area. The device failed the dimensional test. The ablation was verified by using the maestro generator 4000, and the maestro 4000 displayed a d06 error code. Electrical test was performed and the device was found out of specifications. The device has an electrical open line in the me2 cable, high resistance on thermistor and an intermittent short circuit between tip and r1. X ray analysis revealed that the center support is kinked, one electrical cable is broken and several damages are noticed on the other cables. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed on 22oct2015. It was reported that the device was unable to be steered. The target lesion was located in the right atria. During ablation with the intellatip mifi¿ xp temperature ablation catheter the device became unable to steer and was at a right angle. During the next rf delivery the temp limiter on the generator came up and cut the rf off. After withdrawing the catheter the physician noted that the steering mechanism appeared to no longer be working. No patient complications were reported. However; returned device analysis revealed broken adhesive between the electrodes and a tear in the catheter shaft.